Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. The pump was charged and the pump did not power back on. Customer¿s blood glucose level was not impacted. The customer reverted to insulin pens for diabetes management.